Event description:
On (B)(6) 2022, hcp implanted twist pdo threads and reported that the threads split in half on the patient's forehead after the procedure. According to hcp, the patient mentioned she was experiencing irritability, swelling, and redness on the skin. The patient went to a follow-up visit on (B)(6) 2022 in which hcp proceeded to remove two threads that came out in pieces, explaining they didn't break as previously stated but were merely dissolving. On (B)(6) 2022, hcp confirmed the patient was fully recovered and will be going back to their facility in the next weeks to get additional pdo threads treatment.